Manufacturer narrative:
Per the instructions for use, valve malpostion requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Obstruction of the left ventricular outflow tract can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explantation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, no information regarding the intended placement of the valve was available. The exact cause of the left ventricle outflow track (lvot) obstruction is unknown, but could be related to the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: bail-out alcohol septal ablation for left ventricular outflow tract obstruction after transcatheter mitral valve replacement. Deharo p, urena m, himbert d, brochet e, rouleau f, pinaud f, delepine s, carrasco jl, ghodbane w, extramiana f, ou p, dilly mp, messika-zeitoun d, iung b, nataf p, vahanian a. Jacc cardiovasc interv. 2016 apr 25;9(8):e73-6. Doi: 10.1016/j.jcin.2016.01.010. Epub 2016 mar 23 bail-out alcohol septal ablation for left ventricular outflow tract obstruction after transcatheter mitral valve replacement. Deharo p, urena m, himbert d, brochet e, rouleau f, pinaud f, delepine s, carrasco jl, ghodbane w, extramiana f, ou p, dilly mp, messika-zeitoun d, iung b, nataf p, vahanian a. Jacc cardiovasc interv. 2016 apr 25;9(8):e73-6. Doi: 10.1016/j.jcin.2016.01.010. Epub 2016 mar 23

Event description:
As reported by our affiliates in (B)(6), as per article "bail-out alcohol septal ablation for left ventricular outflow tract obstruction after transcatheter mitral valve replacement", a (B)(6) woman with degenerative mitral valve disease underwent a transcatheter mitral valve replacement via transseptal approach using a 26 mm sapien 3 valve. Immediately after deployment, the patient had severe hypotension requiring hemodynamic support. An echocardiographic assessment showed satisfactory function of the prosthesis which contacted the septum, leading to a severe left ventricular outflow tract obstruction (lvot). Septal alcohol ablation was performed. A few hours later, a permanent pacemaker was implanted because of a secondary increase in the lvot gradient. The results were good and the patient was discharged on day 12.